Event description:
The customer reported high blood glucose. Customer stated that she was having trouble delivering insulin. She stated there was no alarms but the blood glucose was high. Troubleshooting was done. Customer's blood glucose was 493 mg/dl. Customer treated with bolus. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. Customer stated that she got out of the hospital and she's having to switch fingers to do the fill tubing. Customer stated that hospitalization was not due to diabetes. The customer does not have the tubing clamp. Advised will tubing clamp and to report back to continue the troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).